Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse replaced the erbe to resolve the reported issue. Isi received the replaced erbe and evaluation was completed by the failure analysis team. The erbe was tested with an in house system and energy instrument and the reported failure could not be reproduced. The unit energized and cauterized and all ports recognized the instruments. However, it was observed that the bipolar auto-stop function would not activate intermittently.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, user informed the technical support engineer (tse) that the integrated electrosurgical unit (iesu) erbe generator's auto-stop functionality was activating too early while they were using a bipolar instrument. It was stated that the surgeon was using an instrument with the auto-stop function and it was alleged that it stopped too early before the "vessels are sealed." No further information was provided at this time related to the type of energy instrument that was involved in this incident. The procedure was completed with no reported injury.